Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented with pocket erosion. Additionally, the physician mentioned that the patient appeared to be extremely thin, and the device was found to be superficial. The implantable cardioverter defibrillator (ICD) system was explanted and replaced to resolve the issue. The patient was in stable condition.